Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing low blood glucose (bg) levels in the 60's mg/dl range. The customer consumed carbohydrates and glucagon to address the low bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.